Event description:
It was reported that when the devices were used during an unknown procedure, the ancillary trocar tip broke when threading suture. Another device was used to complete the case. There was no consequence to the pt.